Event description:
The customer reported that the system did not boot up.

Manufacturer narrative:
(B) (4). The ge service rep checked the system. It was giving an error code ipc failure. This is a fatal error related to the image processor computer. This is a field replacement item only. The customer will call if they want to repair system.